Event description:
The lead was explanted on (B)(6) 2011. The lead had two structural fractures. The procedure took place at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).